Event description:
The customer reported, "fault keeps changing which seems to be an intermittent problem and hasn't been safe to use", the customer also reported, "a device error message and the unit continues to reset itself". All settings have been reset to default values. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.